Manufacturer narrative:
(B)(4). Customer has not yet indicated whether the product will be returned to zimmer biomet for investigation. The product remains implanted in the patient at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient has been indicated for a shoulder arthroplasty revision procedure due to dislocation of a custom constrained shoulder. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the surgeon plans on re-attaching the components instead of removing them. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient has been indicated for a custom constrained shoulder arthroplasty revision procedure due to disassociation of the proximal humeral stem from the distal stem approximately six (6) months post-implantation. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.